Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 402 mg/dl at the time of incident. The customer¿s current blood glucose level is 381 mg/dl. The customer was reported that the insulin pump was on auto mode. Based on customer¿s report customer does not allege under delivery. The customer was declined to perform self-test. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was using the insulin pump when high blood glucose event was reported. The customer was reported that the insulin pump was exposed to moisture. The insulin pump will not be returned for analysis.